Event description:
During a wolff-parkinson-white procedure while using the ensite x system in voxel mode there was a sudden loss of communication between display workstation, ampere, and amplifier that resulted in cancellation of the procedure. The ECG and egm signals were lost due to the communication issue. After a few minutes the procedure had to be stopped as communication could not be restored. Once the patient left, the lab rebooted the system with no success. On a second attempt everything was turned off, disconnected from the mains and then left off for a few minutes. Once the system was turned on the connection was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance associated with the reported event were identified.